Manufacturer narrative:
On (B)(6)-2021, bwi received additional information regarding the event. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event: after completion of ablation procedure, the patient had myocardial biopsy. The physician commented that the myocardial biopsy might cause the ae. Intervention provided: drainage was performed. Patient outcome of the adverse event: improved. It was not reported extended hospitalization was required. A thermocool® smarttouch® sf catheter was used. Prior to noting the CT ablation was performed. No evidence of steam pop. The event occurred: after ablation procedure completed. It was not reported that inappropriate use was conducted without instructions for use (IFU). During the procedure, there are no malfunction observed with acunav. Physician believe that the acunav 8f-90 may have caused or contributed to the patient condition: the physician commented that the myocardial biopsy after the ablation procedure completed might be the cause of cardiac tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(6).

Event description:
It was reported a male patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Contact force display defected, 106 error which occurred 1 hour and a half after using ablation catheter rspv ablation. The cable was changed but the issue continued. The issue was resolved by changing the smart touch sf catheter to another one. After ablation, myocardial biopsy was performed, subsequently, echocardiography confirmed pericardial effusion. The cause is unknown because echography was not checked between ablation and myocardial biopsy, but the doctor said the cause was probably myocardial biopsy. Pericardiocentesis was performed and it was followed up. The physician commented that not related. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since the event is life threatening and might result in permanent impairment of a body function or permanent damage of a body structure, it is to be considered serious and MDR-reportable.